Event description:
On (B)(6) 2026, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the reporting pd nurse confirmed that the patient was hospitalized on (B)(6) 2026 with peritonitis characterized by symptoms of nausea and vomiting. The nurse reported that the patient had a pd culture obtained in the hospital. However, the nurse indicated that the results were not available. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs while hospitalized. Subsequently, on (B)(6) 2026 the patient was discharged from the hospital. The patient continues hemodialysis on an outpatient basis. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse stated that the peritonitis was due to a patient breach in aseptic technique due to patient pre-existing dementia (unrelated to dialysis).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor is there any objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, peritonitis can be reasonably attributed to patient breach in aseptic technique in the setting of pre-existing dementia (unrelated to dialysis).